Event description:
Swelling of right breast 13 years after implants. Fna returned bia alcl akl - neg. Breast implants removed in (B)(6). (B)(6) university has them. Residual local cells remained after full capsulectomy. Started chemo (B)(6) 2016.